Event description:
Per the audiologist's report, this patient's device was explanted in 2006 due to a skin flap infection with granulation tissue. The surgeon reported that the infection is likely secondary to the frequent removal of the dressing, and the parents not consistently monitoring and replacing the dressing. No plans for reimplantation were reported to cochlear.